Event description:
Information received indicates the siderails will not pivot or latch.

Manufacturer narrative:
The technician found the pivot arms were bent. The technician replaced the siderails to repair the bed.